Manufacturer narrative:
Evaluation summary: damage on the superior surface indicates that the poly snapped probably due to heavy force applied during insertion. However, it is also possible that the articular surface, in addition to normal wear, would have undergone multiple autoclaving rendering the poly weak and eventually leading to fracture during use. As returned, the articular surface provisional is fractured near the center of the device. Additionally, the underside of the device exhibits significant damage indicative of extensive usage in the field. Device history records indicate all components were manufactured and inspected to specification. The device has a potential field age of between 5 and 6 years.

Event description:
It is reported that the articular surface provisional fractured while the surgeon was attempting to insert it.